Event description:
Multiple users in one facility have reported issues with bard provena and solo PICC lines. The issue of concern is that these PICC lines are kinking in situ, often in the arm near the insertion site on multiple patients, with multiple operators, in areas that should be of little to no concern. Lines are noted to be kinked in situ with in hours to days of insertion, but generally, within a very short period of time. Some of the lot numbers (the known lots) are as follows: refw2385, refx2673, reft1026, refs2384, reft1127. Of note, through a multi-center vascular access website, additional operators have noted the same concern with this brand and variety of PICC line. FDA safety report ID# (B)(4).